Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer stated that the event occurred recently, however, did not provide the exact event date. Therefore, no information was captured.

Event description:
The customer reported that she obtained a blood glucose reading of 125 mg/dl on the contour next meter, while she was experiencing symptoms of hyperglycemia such as weakness, dizziness and seizure. The customer's caregiver called paramedics, who upon their arrival checked the customer's blood glucose level with their meter and obtained a reading of 266 mg/dl. The reading on the paramedics meter was obtained 20 minutes after the reading of 125 mg/dl on the contour next meter. The customer stated that she was hospitalized for 2 days. The customer did not provide the treatment received while she was hospitalized. The customer declined to return the product for evaluation. Replacement product was offered to the customer, however, the customer declined the offer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour next meter was tested with in-house contour next test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.